Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 16(B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure, the activated clotting levels were 319s, 310s, 348s, 362s, 367s and heparin was administered. When the device was being advanced through the delivery system, the intracardiac vs transesophageal echocardiography (tee/ice) showed a 1cm long and thin thrombus on tip of the sheath. The sheath was in the patient around 45 minutes. The device and delivery system was removed from body and the thrombus was flushed through the delivery system out of the body. The patient was reported stable.

Manufacturer narrative:
An event of thrombus was reported. Information from the field indicated that the occluder while advancing it through the delivery sheath a thrombus was noted on the tip of the delivery sheath. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the reported patient device interaction problem associated with thrombus could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.